Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient used an alternate blood glucose test site, which is misuse of the device. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient woke up at approximately 10:00 pm after receiving a low glucose alert (65 mg/dl) on the dexcom app. At this moment, the patient did not confirm the reading with a fingerstick. In response to the low reading, the patient consumed apple juice and ate turkey but noted that the dexcom continued to show a "low" alert. Concerned that her glucose levels were not rising, the patient then took seven (7) glucose tablets. Despite these interventions, the patient did not experience any hypoglycemic symptoms at any point. She did not perform a bgm check but decided to call the hospital. Based on the dexcom readings, the nurse advised the patient to proceed to the emergency room. The patient¿s husband drove her to the emergency room, where she was taken to triage. Upon arrival, her fingerstick reading was 201 mg/dl, while the cgm reading simultaneously showed 43 mg/dl. The patient was placed on an IV drip, although she was unable to provide specific details regarding the IV fluids administered. The patient stated that no additional treatments were given. Another cgm and bg comparison was conducted, which showed a blood glucose result of 231 mg/dl, while the cgm continued to display 43 mg/dl at the same time. The patient remained in triage while awaiting lab results but was unable to recall the exact duration of the stay. Throughout her time at the ER and lab, the patient reported no symptoms and confirmed that no hospital admission was required. She and her husband were discharged and went home after receiving the lab results. At the time of the report the patient was fine. Data was evaluated, and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. Both at the ER and lab, the reported glucose values fall within the c zones of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.